Manufacturer narrative:
Device evaluation is under review. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As described by rep: "I'd like to report the following broken exeter stem which was revised today. (B)(6) 2024 presented with prosthetic fracture. Walking to bedroom felt snap/pop and unable to wb." Adm x3 liner, head and stem were revised.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated in mar report. The image shows the exeter v40 stem with fracture location highlighted. The fracture occurred through the neck of the stem. On visual examination, the fracture was observed approximately 15 mm from the v40 head. Stereo microscope imaging was performed on both the proximal and distal fracture surfaces, respectively. Based on macroscopic surface features observed, including beach marks, the approximate location of origin (o) and direction of propagation (p) were determined. The final fracture (f) location is also identified and labelled. The macroscopic surface features observed on the fracture surface indicate the component fracture propagated in fatigue. Image shows evidence of explantation damage near the fracture surface on the distal end of the stem. Image shows the side of the stem near the fracture surface on the distal end of the stem, with explantation damage observed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the stem. Visual inspection of the returned device indicated in mar report attached the image shows the exeter v40 stem with fracture location highlighted. The fracture occurred through the neck of the stem. On visual examination, the fracture was observed approximately 15 mm from the v40 head. Stereo microscope imaging was performed on both the proximal and distal fracture surfaces, respectively. Based on macroscopic surface features observed, including beach marks, the approximate location of origin (o) and direction of propagation (p) were determined. The final fracture (f) location is also identified and labelled. The macroscopic surface features observed on the fracture surface indicate the component fracture propagated in fatigue. Image shows evidence of explantation damage near the fracture surface on the distal end of the stem. Image shows the side of the stem near the fracture surface on the distal end of the stem, with explantation damage observed. Review of exeter v40 stem 44mm, catalogue # 0580-1-440, lot code g7601144 confirmed fracture of the stem through the neck. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture to have propagated in fatigue with final fracture in overload. No manufacturing or material related defects were observed on the device surfaces examined. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As described by rep: "I'd like to report the following broken exeter stem which was revised today. On (B)(6) 2024 presented with prosthetic fracture. Walking to bedroom felt snap/pop and unable to wb." Adm x3 liner, head and stem were revised.